Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The customer refused repair of the device. No parts were replaced and the device remains at the customer site.